Event description:
It was reported that when using the bd pyxis¿ medstation¿ es (B)(6), drawer 3.2 failed with a device not detected on bus error; recovery and reboot were attempted but did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 3.2 failed and device not detected on bus. A field service engineer (fse) found that half height cubie drawer 3.2 row b was not detected on the bus. Reseating connections at the back panel did not resolve the issue. The fse ran the hardware test application (hta) to release all pockets, manually released pockets in row b, and reseated the ribbon cable connection to the cubie tray. After reinserting the pockets, they were detected. The drawer auto-recovered after reboot, and access to row b was verified through the application inventory, resolving the issue. The system functioned as intended after the field service engineer repaired the device.